Manufacturer narrative:
(B)(4). Unknown as information was not provided by reporter. Unknown as lot# is unknown. As no device, imaging studies or hospital or medical records have been available, the investigation is limited to the allegations in the event description. Consequently, based on very limited information it is difficult to comment on the alleged filter fracture and migration. Instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Catalog #known, however lot# was not provided, why device history record cannot be investigated. However, nothing indicates the device was not manufactured according to specification. The exact root cause for the alleged filter fracture cannot be determined based on the limited information provided. Monitoring of similar reports will continue.

Event description:
Information was received from the patient's husband that the celect filter has fractured and migrated some time after placement. According to the information received, another physician removed most of the fractured filter. Further details are unknown at this time. Part of the fractured filter has been removed.